Manufacturer narrative:
The evaluation of the returned device revealed a red and white, soft deposition on the outlet stator. The deposition's lack of laminated layering indicates that it did not initially form on the outlet stator. Although the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump, the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The deposition was partially obstructing the blood flow path and could have contributed to the reported elevation in the patient¿s ldh level and slightly elevated pump power levels. The deposition was sent to an outside laboratory for histopathological analysis. The report concluded: "the lack of neutrophils in these fibrin clots, and the presence of only a few scattered foamy macrophages, suggested an age closer to five days. There was no organization by fibroblasts. No evidence of organisms were seen with gram¿s stain." Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Bleeding and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date is estimated based on the report that the patient presented with gastrointestinal bleeding 1 month prior to (B)(6) 2016. (B)(4). Approximate age of device - 11.5 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with gastrointestinal bleeding approximately 1 month prior to (B)(6) 2016. After multiple studies, arteriovenous malformations were eventually found and treated; however, all attempts to restart anticoagulation (heparin) induced bleeding. The decision was made to keep the patient off aspirin and coumadin as an outpatient. On (B)(6) 2016, the patient presented with a lactate dehydrogenase level of 2241 u/l, slightly elevated liver function test results, a total bilirubin level of 1.5 mg/dl, and a creatinine level that was within normal limits. Pump power levels were slightly elevated from 6.5 watts to 7.2 watts and the estimated flow rate was also slightly elevated. The patient showed no signs of heart failure; however, tea colored urine was observed. It was reported that a ramp study was not performed due to the lack of anticoagulation. The patient received a pump exchange on (B)(6) 2016.